Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A closed clip was partially loaded incorrectly into the jaws. Another clip was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. Reference file: (B)(4) for investigation photos. First, the partially loaded clip and the clip stuck in the bent rotation tab were removed. The trigger cycle was then completed and it was observed that the next clip was out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly, as the feeder was to the side of the clip. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 12 clips remaining including the partially loaded clips, indicating that 3 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file: (B)(4) for investigation photos. The IFU for this product: l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clip not loading properly" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A closed clip was partially loaded incorrectly into the jaws. Another clip was stuck in the bent rotation tab. Upon functional inspection, the clip was unable to load properly. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the customer tried to load clip at jaw, clip should be opened but it was locked when it was loaded at the jaw.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900153 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer tried to load clip at jaw, clip should be opened but it was locked when it was loaded at the jaw.